Manufacturer narrative:
While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the 30-minute procedural delay. DHR review was completed for the lot in question, and it was confirmed that all devices met relevant requirements prior to release.

Event description:
A 30-minute procedural delay was reported due to the buckling of the versacross rf wire coating. The procedure was continued after user manipulation to allow for the versacross transseptal sheath to be exchanged over the wire. After the transseptal access, the versacross rf wire was exchanged for a different wire for the remaining mitraclip procedure. While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the procedural delay.